Event description:
It was reported that the patient began a supply change but forgot to fill the new cartridge with insulin and contacted support; the agent guided the patient through rewinding the pump and the issue was resolved through education on correct supply change steps. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no hospitalization, and no alarms. Investigation included troubleshooting with the patient and provision of use education. Investigation of this case revealed user error related to incorrect cartridge change steps, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.